Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04717. It was reported that the patient experienced a lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the scs leads were explanted and replaced. The issue has since been reportedly resolved. Note: since it is unknown which lead was explanted, both devices are being reported.